Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: review of the black box data revealed no records of power issues and no activity outside normal use in the black box data or download history. The returned battery cap and the battery compartment were intact without damage. The returned battery cap was evaluated and determined to be within the required specifications. The cap attached securely to the pump. The pump was powered on and exercised for 24 hours without any power issues. Investigation did not confirm nor duplicate the alleged power issue and the pump was found to be operating as intended without malfunctions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.